Event description:
It was reported that the pump touchscreen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.